Event description:
It was reported that the patient presented for an implant procedure. During an attempted left bundle branch pacing lead implantation in the ventricular septum, the right ventricular (rv) lead exhibited high pacing impedance and an elevated capture threshold, resulting in loss of capture. When the physician attempted to withdraw the rv lead, the helix could not be retracted. Upon evaluation, the rv lead was found to be damaged. The affected rv lead was not used and was replaced with a new rv lead. The procedure was completed, and the patient remained in stable condition.